Manufacturer narrative:
The product family for this women¿s health product is unknown; and therefore, the appropriate labeling /product documents for review could not be determined. Device evaluated by manufacturer? Sample not received.

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced a vaginal incisional dehiscence with mesh exposure. She has required one surgical intervention.